Event description:
It was reported that the device was used during a vats wedge resection procedure. The devices fired correctly the first time, but on reloading it would not fire at all. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results showed that the device was received with the handles open and with a fully fired cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. After further analysis it was noted that the device firing mechanism was noted to be damaged, as the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Even though the release button is not part of the firing mechanism, when it brakes it creates friction to the firing trigger not allowing the trigger to properly return to it's home position. While no conclusion could be reached as to how the handle became open. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.